Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push was used during a percutaneous endoscopic gastrostomy placement procedure. The procedure date is unknown. During the procedure, the peg tube separated when it was pulled through the stoma site. It was reported that no portion of the device detached inside the patient. The procedure was completed with a non boston scientific device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Date of event): date of event was approximated on (B)(6) 2022 as no event date was reported. (B)(4). (Evaluation conclusion codes): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.